Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 436 mg/dl. Customer advised they are also receiving a no delivery alarm. Customer also advised they treated their high blood glucose with 40 units of insulin. The next morning they woke up their blood glucose went as low as 45 mg/dl. Customer was unable to troubleshoot for high and low blood glucose levels and the no delivery alarm. Customer advised they needed to go to work.